Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was placed during a stent placement procedure performed on (B)(6), 2013 in the bile duct. According to the complainant, the stent was implanted in the bile duct due to obstructive jaundice by pancreatic cancer. The stent was placed with no issues. On (B)(6), 2014 a scheduled periodic stent replacement procedure was done. After removal of the stent, it was found that there was an ulceration in the duodenal wall near the papilla where the tip of the stent had been in contact. A clip was used to treat the ulceration. It was confirmed there was no perforation and no malfunction of the stent. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown but complainant stated that device was used prior to expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.